Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection (endocarditis). The product was explanted and a new cardiac resynchronization therapy defibrillator (crt-d) system was implanted. No additional adverse patient effects were reported.